Event description:
It was reported that rotational speed adjustment difficulties were encountered. The rota console pressure regulator that controls the turbine control pressure knob failed to respond. It was noted that the pressure knob seem loose when trying to adjust the pressure. It was further reported that the pressure regulator has always had a lot of "play" in it when dialed. The knob has to be turned a few times to increase/decrease pressure. There was no patient involved.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).